Event description:
It was reported that during a laparoscopic low anterior resection procedure, there was c02 gas leakage and the gas level dropped to between three and four (normal level is 12). Also a whistling sound was heard. The procedure was completed by same like device. Procedure was prolonged by 20 minutes. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as "whistling" or "hissing"? Yes. If so, did the "noise" prevent insufflation? Yes. Was there a drop in pressure? Yes. If yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? Dropped to 3-4, normal is 12. Were you able to identify where the leak was coming from? Unk. Was a device inserted in the trocar during the leaking? Unk. If so, what device? Na. Was any torque being applied to the trocar or device? Unk.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.